Manufacturer narrative:
A steris service technician arrived to inspect the transfer carriage following the reported event. The technician was informed that while unloading instruments from the sterilizer, the transfer carriage's front wheels were not fully locked into the sterilizer docking station; causing the front of the transfer carriage to fall contacting the docking station. The instrument packs present on the loading cart did not contact the floor and did not require reprocessing. The technician identified that the front of the transfer carriage had been damaged upon contacting the docking station during the event and was unable to test the functionality of the transfer carriage. Based on the description of the event, it appears that the employee did not fully engage the transfer carriage to the sterilizer's docking station prior to removing the instruments from the sterilizer. The transfer carriage was removed from service following the reported event and a replacement transfer carriage was delivered to the user facility. A steris account manager performed in-service training on the proper procedure for loading and unloading the sterilizer and no additional issues have been reported.

Event description:
The user facility reported that the front wheels on their 54" transfer carriage did not fully lock causing the transfer carriage to fall to the floor. No report of injury or procedure delay.